Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 12.2-12.3cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 19.0-19.6cm from the distal end, consistent with lead friction to another device. The etfe coating was intact at these locations. External insulation abrasion was noted at 11.1-11.2cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.